Manufacturer narrative:
The device is not expected to be returned for evaluation. However, a follow-up email was sent to determine if the device is being returned for evaluation, but no response was received. At this time, the status of the device is unknown. This claim will be closed as no sample returned and will reopen when the device is received. No trend related to similar reports.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective diode on the pace/defib (pd) engine board and a defective analog board. Further testing of the analog board could not determine the root cause. The analog board and pd engine board were both replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.